Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when they connect the insulin pump her blood glucose was rising. The customer's blood glucose was 735, 300 mg/dl. The customer was hospitalized for high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with the blood glucose of 735 mg/dl. The customer was treated with the manual injection, insulin drip. The customer wanted to start using the insulin pump again, but transmitter was giving problems, it blinked red on charger, furthermore hospital was not sure insulin pump was working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).